Manufacturer narrative:
Conclusions: mechanical wear of the gearbox was the factor causing the problem with the table tilt movement. The gear box has a gradual wear out process. This was a third party refurbished system and during the time of the incident was still in their warranty period. They should have corrected this problem during their inspection and maintenance of the equipment. No further action is required by philips.

Event description:
This report is being filed upon notification from our MFR in a foreign country of an event that occurred in another country. This x-ray system was not being used at the time when it unexpectedly moved its exam table. There was no pt on the table.